Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leak, the customer indicated when they removed the tube they could not inflate the cuff on the tube. There was a patient injury associated with this event.